Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. It was reported that the ventilator failed the pre-use check, the fault was isolated to the turbine module which was replaced and returned for investigation. After replacement, the ventilator regained function according specification. Simulated use testing of the returned turbine module has reproduced the described customer issue. The ventilator failed the turbine and gas supply test when the received turbine module was mounted in reference test ventilator device. A defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing the pre-use check without anymore deviations. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).